Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 425 mg/dl at the time of incident and current blood glucose was 405 mg/dl. Customer stated they were stuck in blood glucose loop auto mode. The customer was assisted with troubleshooting for sensor issues but declined troubleshooting for high blood glucose. Sensor will be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.